Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia with a highest cgm reading of 336 mg/dl, confirmed by glucometer at 326 mg/dl, lasting about two hours after a recent infusion set change and ingestion of approximately 12 grams of carbohydrate from peppermints; the user reported a straight teflon cannula at insertion, later observed slanted on removal, and performed a site change with successful tubing priming and cannula fill, after which glucose began trending down. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization, no long-term disability, and no medical or surgical intervention beyond routine troubleshooting and site replacement. Investigation included guided troubleshooting, inspection of the infusion site and supplies, performance of a tubing test with visible drops, and verification of resumed delivery and cgm trend. Investigation of this case revealed no device alarms and no visible infusion set or cartridge defects, with hyperglycemia plausibly associated with recent site change, possible suboptimal cannula position prior to replacement, and recent carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to multiple potential contributing factors including infusion site performance and user carbohydrate intake. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.